Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device. The reporter was unable to give exact values but stated that the subject meter read "30-40 points higher" than an unknown doctor's meter. Tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.